Event description:
It was reported that stent thrombosis and chest pain occurred. The target lesion was located in the diagonal branch. A 2.25 x 12mm synergy xd drug-eluting stent was advanced and succesfully implanted. However, 2 hours after the procedure, the patient experienced chest pain. Stent thrombosis was noted in the diagonal branch. Intravascular ultrasound showed the vessel was 3.25mm. A 3.0 non-compliant balloon catheter was used to open the vessel. No further patient complications were reported and patient was fully recovered.